Event description:
It was reported that the patient with this pacemaker was experiencing light headedness and feeling muscle stimulation. This device was interrogated and was found to be in safety mode. The patient was admitted into the hospital to be scheduled for a box change out. Subsequently, the patient was transported to aarhus universitets sygehus skejby and the device was explanted and replaced. No additional adverse patient effects were reported. The involved competitor right ventricular (rv) lead was also explanted and replaced with another competitor rv lead.

Event description:
It was reported that the patient with this pacemaker was experiencing light headedness and feeling muscle stimulation. This device was interrogated and was found to be in safety mode. The patient was admitted into the hospital to be scheduled for a box change out. Subsequently, the patient was transported to aarhus universitets sygehus skejby and the device was explanted and replaced. No additional adverse patient effects were reported. The involved competitor right ventricular (rv) lead was also explanted and replaced with another competitor rv lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.